Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.¿

Event description:
It was reported that bd alaris pump infusion set check valve malfunction the following information was received by the initial reporter with the following. Verbatim: it was reported by customer that the IV (intravenous) infusion tubing, the last check valve is pointing down, it should be upward. The picture shows the bottom valve in the wrong direction. In addition the clear chamber has a brownish hue vs (versus) a clear hue as the other IV (intravenous) tubing.

Manufacturer narrative:
The customer reported the valve was upside down, and returned one photo of material 2426-0500, lot 23063006. The photo verifies the failure of opposite-facing distal smart site. There is no physical sample available. The manufacturing found the root cause for the smart site inversion misassembly to be potentially related to manufacturing process. The plant issued a quality alert to address the issue, and all involved personnel had the correct assembly protocol reinforced. Device history record review for model 2426-0500 lot number 23063006 was performed. The search showed that a total of (B)(4) in 1 lot number was built on 23jun2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided.